Event description:
Information received from the field notes that the patient was seen in emergency with weakness and dizziness. The presenting ECG showed wenkebach upper rate behavior at 175 ppm. Interrogation of the device revealed dashes (---) for all microprocessor controlled parameters. The device was successfully programmed to the return to standard (rts) mode, yet all microprocessor controlled parameters were still unidentified and non-programmable.